Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting off. Additionally, was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time. Lastly, it was reported that the pump delivered too much insulin during a bolus. The customer declined to troubleshoot with tandem technical support; therefore, the allegations could not be confirmed, and no additional information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.